Event description:
It was reported that the eyelet broke off and either remained in the tunnel or soft tissue; it was not located or retrieved. The surgeon met resistance when inserting the implant; tried to reposition then decided to pull out. The missing eyelet was noticed as the surgeon was pulling out; he realized he was pulling out of the tunnel at an off-angle. The anchor and suture were removed; the eyelet was missing. A new tunnel was punched and a new implant was inserted to complete the case; the surgery was completed successfully. No further pt information was provided at the time of this report or obtained from follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned. It was reported that the anchor had been discarded, therefore, the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of the tip to be found messing is the eyelet broke off during repositioning and manipulation of the device at an off-angle (as described in the complaint) or one side of the suture was pulled through the eyelet during repositioning, which would 'disconnect' the eyelet from the rest of the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.